Event description:
When resp therapist was attempting to flush fluid through needle with syringe, fluid squirted out from connection site even though connection was secure.what was the original intended procedure?bronchial aspiration.device #1is this a laboratory device or laboratory test?no.